Event description:
It was reported that a clearlink system, non-dehp solution set leaked from the drip chamber. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d4: expiration date, d9, h3, h4, h6, and h10. H10: two (2) actual devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage under water testing were performed, and it was observed that there was a leak between the assembly of the tubing into the drip chamber of both samples. Priming was also performed, and leaks were observed between the assembly of the tubing into the drip chamber. Dimensional testing was performed, and the tubing was according to specification. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.